Event description:
My husband, (B)(6), was diagnosed with bradycardia. He had a medtronic pacemaker implanted on (B)(6) 2018. It was set to pace at 60 beats per minute. On, or about (B)(6) 2019, he noticed his heart rate was 40 bpm. (By blood pressure machine, sportwatch and also manually). He called the cardiac department of beloit memorial hospital on (B)(6) 2019, and was told that their machine indicated a rate of 60 bpm and that his pacemaker was working fine. He passed away two (2) days later on (B)(6) 2019. For more information, I can be contacted by phone at (B)(6) or email at (B)(6). FDA safety report ID# (B)(4).